Manufacturer narrative:
(B)(4).

Event description:
The patient never experienced effect from the intrathecal pump. A catheter access procedure was done; there was no csf flow. Dye was injected and showed an epidural spread of dye. The patient underwent surgery on (B)(6) 2011. The catheter was disconnected from the pump, there was no csf flow. The back was opened up, the catheter was cut, and there was no csf flow. When the catheter was removed from the spine, there was csf leak coming back through the puncture site, and the end of the catheter looked "wet." There did not seem to be any obstruction in the catheter. A new catheter was placed easily with good csf flow and connected to the existing pump. The pump was emptied and filled to verify that the reservoir volume was correct, which it was at 6.7mls. The pump was refilled with baclofen 500mcg/ml. The patient was started a dose of 75 mcg/day. A follow-up report will be sent if additional information becomes available.